Manufacturer narrative:
One suspect pump was returned for evaluation. Visual inspection was performed and was identified that there was a defective downstream occlusion (dso) sensor. The service history review was performed, and it confirmed that the pump was never serviced no repaired. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective dso sensor.

Event description:
It was reported that the cassette could not be connected properly to the infusion pump due to a defective downstream occlusion (dso) sensor and it had to be reinserted. There was no reported patient involvement.